Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per(B)(4) . Found no transfer guard leakage anomaly was found during analysis. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was called via phone there was a leak present in reservoir . The blood glucose level was unknown . The insulin pump will be returned for analysis.